Manufacturer narrative:
We are investigating this event and trying to gather more information. If any additional information is received, a follow-up report will be submitted.

Event description:
The reporter stated the 27.6/7 gestation sustain 10.4 cm. Laceration all the way down to her skull while she is in his mother's womb. Mom had premature rupture of membranes and admitted to the hospital, and she developed chorio. The attending ob physician ordered iupc, multiple insertion attempts by the resident and a fellow failed. Mom's vagina was covered with frank blood. The baby was delivered by caesarean section at 11:50 pm in (B)(6) hospital by emergency c-section. The baby was admitted on (B)(6) 2022 and expired on (B)(6) 2022. The autopsy diagnosis was bacterial meningitis. The baby with scalped at the time of delivery. The baby was delivered 2 hours later, and the laceration was discovered. The ultrasound confirmed the injury occurred while baby is in his mother's womb.